Manufacturer narrative:
Based on the available information, the evaluation cannot confirm the reported complaint as the implant coil is attached to the pusher. No anomalies were identified. Reference mvi: (B)(4).

Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. Reference (B)(4).

Event description:
It was reported from (B)(6) that during the embolization treatment of an aneurysm, the coil detached within the microcatheter. The system was removed, a new microcatheter was placed without incident. No harm or injury was reported.